Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified failure could not be determined as the device was not returned for analysis. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closures of the left and right common femoral arteries were attempted using the pre-close technique prior to an endovascular aneurysm repair procedure. Reportedly, unspecified malfunctions occurred with 4 prostyle devices. Hemostasis was achieved with a new device. The patient lost a lot of blood. It was not specified if or how the bleeding was treated. A clinically significant delay was reported. No additional information was provided.